Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The father of a customer reported via phone call that his son has been experiencing high and low blood glucose. The customer's blood glucose reading was 234 mg/dl at the time of the call. The customer was admitted into the hospital for the low blood glucose. The customer was advised to speak with their doctor regarding their blood glucose and to monitor the pump.